Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level of 430 mg/dl. The customer had symptoms such as nausea, head hurt, and not feeling well. The customer was treated with fluids and syringe. Customer was admitted to singing river hospital on (B)(6) 2017 at 1am. Customer declined to troubleshoot for high readings. The product will not be returned for analysis.